Event description:
The user received questionable creatinine plus (creatinine) results for 29 patient samples. They received a phone call from a clinician querying several of the creatinine results that had been reported as they did not fit the clinical picture of the patients or their previous results. The user repeated the samples either on the same instrument or on another instrument using the same reagent lot number and received different and more believable results. They assayed some of the samples a third time on another instrument and received the same results as the second testing. No data was provided for the third testing of the samples. Of the data provided, the results for 11 patient samples were discrepant. All results are in umol/l. Patient sample 1 initial result was 65.1 and the repeat result was 108.1. Patient sample 2 initial result was 70.8 and the repeat result was 162.2. Patient sample 3 initial result was 139 and the repeat result was 254.2. Patient sample 4 initial result was 328.5 and the repeat result was 433.7. Patient sample 5 initial result was 248.7 and the repeat result was 444.6. Patient sample 6 initial result was 65.1 and the repeat result was 108. Patient sample 7 initial result was 28.7 and the repeat result was 80.6. Patient sample 8 initial result was 240.9 and the repeat result was 440.1. Patient sample 9 initial result was 1089.9 and the repeat result was 1441. Patient sample 10 initial result was 386.9 and the repeat result was 577. Patient sample 11 initial result was 120.9 and the repeat result was 200.5. No adverse events were alleged regarding the event. The creatinine r1 reagent lot number was 628550 and the r2 reagent lot number was 628004. The field service engineer found a problem with the mixer paddles. He replaced them which resolved all the precision problems on the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition with an exception to the separated shroud. An (B)(4) cartridge was installed in the jaws of the device. It was noted that the e handle shroud was opened at the top under the nozzle. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the condition of the device, cartridge and the component's condition is consistent with an inadvertent lockout followed by pulling the closure trigger backwards in an attempt to open the device. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure when the surgeon fired the device on the initial firing, the device was stuck on tissue and would not open. The surgeon removed the device after using another like device to staple across the appendix and cut it off of the tissue. The patient encountered no consequence and has been released home at this time.